Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage approximately ~3-4 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and peripheral shear lips, starting approximately ~50% of the way through the cross-sectional area of the bone screw, consistent with overload. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, the patient underwent a "planned extension of the construct due to bital recesstenose". It was reported that during the extension surgery, the screw at s1 on the right broke. The broken screw was replaced and the procedure was completed. No further details are known at this time.